Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant, high, out of range pacing lead impedance was observed when the lead was connected to the device. It was noted that during implant the lead would move into the rv apex pouch. The lead was not implanted.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.